Manufacturer narrative:
This is a duplicate report of 1818910-2020-04573. 1818910-2020-11232 is being retracted as it is a report duplication. 1818910-2020-04573 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat severe osteoarthritis with varus deformity and natural bone loss. The patella was resurfaced and depuy cement x 2 was utilized. Primary operative notes indicate the patient had naturally occurring severe degenerative joint damage including tibial varus deformity and tibial bone loss. The procedure was completed without complications. Patient received a right knee revision to loosening of the tibial tray. Upon entering the joint, chronic synovitis was identified and debrided. The tibial tray was grossly loose and completely debonded at the cement to implant interface. The surgeon notes the tibial tray was in varus, which was due to the patient¿s morbid obesity and preexisting tibial deformity. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy components. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Right knee.